Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the pull wire "came out". The target lesion was in the biliary duct. A rapid exchange biliary stent 8.5 x 5 cm had been advanced to treat the target lesion. While backloading the device on to an unspecified guide wire, the pull wire "came out". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".